Event description:
It was reported that during an ear procedure conducted by a student resident physician, using a coblator 2 controller with an evac 70 xtra iwc wand, the patient sustained a burn in the mouth. The use alleged that there was an audible hissing sound coming from the controller during an output check, prior to procedure. No further details were provided as to the severity of the burn, treatment given or if there were any additional patient complications.